Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there were no rewind issues observed in the black box and alarm history. During testing, the rewind, load and prime steps were successfully performed on the pump. The pump was exercised for 24 hours with no rewind issues observed (piston rod was not retracting). The keypad buttons were found to be functioning appropriately. The pump was opened; there was no evidence of corrosion or damage found on the motor flex connector. The reported rewind issue was not duplicated during investigation.